Event description:
This is filed to report a leak requiring intervention. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted in the patient however it was difficult to advance it through the atrial septum. A balloon was used to dilate the septum and the sgc was able to pass. While inserting the clip delivery system (cds) introducer, air entered the sgc and the water level rapidly dropped. Troubleshooting was performed and the cds was removed and the air was aspirated out of the sgc. There was no issue noted with the cds introducer and the cds was inserted into the sgc again. Air entered the sgc again and both devices were safely removed from the patient. The procedure was then completed with a new sgc and cds. One clip was implanted reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. The reported difficult advancement through the septum could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, a cause of the reported leak and difficult advancement were unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a